Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 489 mg/dl at the time of incident. The customer reported that she just bolus and was currently under medication that kept her blood glucose high. The customer was able to successfully connect pump and meter. The insulin pump will not be returned for analysis.